Event description:
A user facility reported that during an ent procedure using a reflex ultra ptr plasma wand the silicone spacer at the distal tip of the wand came off inside the pt. The silicone spacer was not retrieved from the pt. Follow up with the facility found that the physician has no plans to retrieve the silicone spacer from the pt. No pt complications were reported as a result of this event.